Event description:
It was reported during preparation, when an xtw clip was inserted into the clip introducer (ci), the blue plastic became caught in one of the grippers. It was noted the clip went past the blue tip of the ci, thus, the one gripper arm was outside the tip. Therefore, the clip was removed from the blue tip of the ci. It was observed after removal, the blue tip of the ci was partially torn, and it was unable to be inserted into the hemostasis valve of the steerable guide catheter (sgc). Therefore, the clip was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to insert ci over clip was due to procedural circumstances. The reported torn clip introducer was a cascading event of the reported difficult to insert ci over clip. The reported difficult to insert cds into sgc was a cascading event of the reported torn clip introducer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.